Event description:
Philips received a complaint by the customer on the v60 indicating that a 1007 "machine and proximal pressure sensors failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request bench repair as a 1007 "machine and proximal pressure sensors failed" error occurred. The remote service engineer (rse) explained the bench repair process to the customer and emailed the bench request form to the customer, and the customer ultimately sent the device to bench for repair. At bench, the service engineer confirmed that the device displayed 1007 error, and after inspecting the device, the service engineer discovered that the data acquisition (da) printed circuit board assembly (pcba) to motor controller (mc) pcba cable was disconnected. The service engineer therefore reconnected the cable, after which the issue was resolved. The investigation concludes that no further action is required at this time.